Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remained ongoing until (B)(6) 2025 when they expired due to right heart failure and end-organ failure. See MFR. Report # 2916596-2025-00979. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an onset of right ventricle (rv) failure post left ventricular assist device (lvad) pump exchange from heartware ventricular assist device (hvad) to heartmate 3 on (B)(6) 2021 for pump thrombosis. The patient had a right ventricular assist device (rvad) with oxygenator. On (B)(6) 2021, the patient had a transesophageal echocardiogram (tee) with rvad wean. The rv had marked dysfunction and was continued at 3 liters (l). The lvad rotations per minute (rpm) was down to 5500 rpm and 4 l. On (B)(6) 2021, the rvad was explanted. A profound shock followed the operating room (or) and the patient was put on epinephrine, inhaled nitric oxide (ino), norepinephrine, vasopressin and angiotensin ii. The lvad was adjusted to 4800 3 l flow. On (B)(6) 2021, the ino transitioned to veletri (epoprostenol) and heparin started. The right heart failure did not exist pre-lvad implant. A device related issue did not cause or contribute to right heart failure.